Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen had a dim/fading/color spectrum issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump was returned with a display that has a dim, red color. Unrelated to the complaint, the audio bolus button cover was punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.